Manufacturer narrative:
The revision surgery reported in this complaint is not the first one underwent by the patient. The patient was implanted non-medacta products on an unknown date. Then, the patient came in due to signs of infection. On (B)(6) 2016 the surgeon removed non-medacta product and inserted medacta femur and insert with antibiotic spacers. The infection subsided. On (B)(6) 2016 the patient came in to have the procedure completed. Batch review performed on 10 june 2016. Lot 134144: (B)(4) items manufactured and released on 27 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon performed and I & d and swapped the insert. The surgery was completed successfully. X-rays and explants are not available.